Event description:
It was reported that this pacemaker exhibited far field oversensing on the right atrial (ra) lead. No adverse patient effects were reported. At this time, this device system remains in service.